Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of under 50 mg/dl and under 80 mg/dl. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting for the event.